Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center (B)(6) hospital & medical center. Bd technical support troubleshoot with customer over the phone.

Event description:
It was reported that the device had error code 13-1064-1229. There was no patient involvement.